Event description:
This is the first report of four units from the same facility. A pt who had an osvii lp three piece shunt system implanted (12) twelve months ago did well until the valve stopped working. A revision was required as a result. When the revision was completed, the valve seemed to be limiting the amount of (csf) cerebrospinal fluid through the valve, therefore, no draining enough csf and the ventricles were enlarged. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated upon the reported info.